Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process was performed. Investigation unable to duplicate the primary audible alarm post error during power up and no physical or any other damaged was found on speaker or interconnect board. Investigation replaced the pump speaker for preventive. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited primary audible alarm. No reported adverse effects.